Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was no longer functioning. Customer accessed pump features by plugging pump into a power source. There was no impact to blood glucose. Customer continued to use pump for insulin therapy.